Event description:
(B)(4). I had a thermasure ablation and the essure placed in same hospital surgical procedure in 2006. Nine years after essure placement, I was informed that the devices had "shattered" and there were many pieces in my uterus and cervix. This diagnosis came after many doctor visits trying to determine why I was having severe constipation issues. It was discovered during my full hysterectomy and salpingectomy that my colon had adhered to the abdominal wall due to my uterus being extremely enlarged and pushing it to the side. My uterus and essure pieces inside almost had collapsed (closed off) my colon. The uterus was covered in endometriosis and was so enlarged that external vaginal stitches were required after removal. Postoperative diagnosis - aub - a physical problem in the uterus can cause abnormal bleeding, essure fracture, adhesions. Due to trauma. This has been a nightmare for me and my family, along with a myriad of pain and symptoms that now make sense. Bloating, constant headaches, fatigue... All of which have not been experienced since hysterectomy.